Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that no anomalies were found. All battery and impedance trends were noted to be stable.

Event description:
It was reported that the patient had chest pain and symptoms. The symptoms were reported after reprogramming to turn on anti-tachycardia pacing (atp) therapy, increasing ventricular pacing pulse width from 0.6ms to 1.2ms, and changing ventricular sensitivity from 0.9mv to 0.6mv. It was noted that no atp therapy was ever delivered. It was requested that the save-to-disk be reviewed for possible explanation, and the reprogrammings have since been set back to original settings. The device is still in use. No further patient complications have been reported as a result of this event.